Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported hemorrhage could not be determined. The reported hematoma appears to have been a cascading event of the reported hemorrhage. The reported patient effects of hemorrhage and hematoma as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hemorrhage, hematoma, hospitalization and surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Noted a large coaptation gap, previous cardiac surgery, flat leaflets with dilated annulus and thin leaflets. There was difficulty grasping with the ntw clip, the leaflets could not be captured. The cds was removed with the clip still attached and an xtw cds was then used. The xtw clip was able to grasp fine and the clip was implanted, reducing mr to 1+. There were no adverse patient effects and there was no clinically significant delay in the procedure. On (B)(6) 2021, the patient was unable to be discharged due to difficulty walking and a large hematoma. The hematoma was evacuated and the patient was sent for surgery which found that the femoral vein had a small, slow bleed. The femoral vein was repaired in surgery. No additional information was provided.